Event description:
The customer contacted physio-control to report that the their device would not defibrillate during a recent patient event. No further details about the patient or the event were provided. Additionally, the customer was unable to provide the exact date of the event or the serial number of the device involved.

Manufacturer narrative:
Physio-control has made multiple unsuccessful attempts to contact the customer, both via phone and in writing, to gather additional information regarding the reported issue and no response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.